Manufacturer narrative:
A philips authorized service provider (asp) went onsite and replaced the user interface (ui) assembly to resolve the reported issue. The philips asp replaced the ui assembly to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the display was dim at the brightest setting. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the display was dim at the brightest setting. The customer requested onsite service to replace the user interface (ui) display. This investigation is ongoing.